Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: (B)(4) (to report no external powers on mpu). It was reported that the patient's controller was alarming for power cable disconnect events since falling at home twice this week. According to the patient, the alarms became increasingly frequent on (B)(6) 2020, but would resolve when the patient connected to the mobile power unit (mpu). The vad coordinator traveled to the patient's home and inspected all of the equipment. All electrical contacts on all batteries were inspected and cleaned and the battery clips were inspected and cleaned. This did not resolve the alarms. In interest of safety, the system controller was exchanged. This appeared to resolve the problem initially, but alarms recurred and the patient was brought in by ambulance for further interrogation. Review of the controller history revealed a no external power alarm on the replacement controller. The patient denies having disconnected both power cables at the same time. Technical services (ts) reviewed the log file and observed low voltage events on (B)(6) 2020 while connected to the mpu. It appeared that the patient was switching power sources from the mpu to batteries at that time and disconnected both power leads, enabling the backup battery in the controller and causing a no external power event. Ts also reported odd strings of zero voltage for the black and white power leads, indicating that the power leads were not properly connected to their new controller. It was additionally reported, per the vad coordinator, that he discovered damage to one of the patient's batteries. This damage had not been present on (B)(6) 2020. Additionally, the patient's battery clips were replaced on (B)(6) 2020 with a new set.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnects was confirmed via log file analysis. Heartmate ii system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 27 days (16nov2020 ¿ 13dec2020 per timestamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All the atypical power cable disconnects occurred while the controller was connected to only 14v battery power. These atypical alarms occurred intermittently between the time stamps of (B)(6) 2020 at 13:41:12 - 19:43:52. There were no other notable alarms in the log file. The patient¿s primary controller is currently a heartmate ii system controller (serial #: (B)(6)). The root cause of the reported power cable disconnects was unable to be conclusively determined in this analysis; however, the fluid ingress may have contributed to the reported event, as communicated in additional information. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including advising the user to take precautions against possible fluid ingress. Heartmate ii instructions for use section 5 entitled ¿surgical procedures¿ addresses the user that the components of the heartmate ii left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or re-sterilized. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: patient history of percutaneous lead fracture covered under manufacturer report number 2916596-2016-00444.

Event description:
It was reported that there was a high probability that the patient got urine into their battery clips. The vad coordinator (vc) reported that the patient's wife called on sunday (B)(6) 2020 to report that the patient had been experiencing power cable disconnect alarms while connected to batteries and clips. The vc instructed the wife on how to clean the batteries and battery clips and had her replace the clips with a different set. This resolved the alarms for approximately 5 hours. Later in the evening on (B)(6) 2020, the wife called again to say that the alarms had recurred. She was instructed to place the patient on the mobile power unit until the vc could get to their home. Upon arrival, the vc inspected all of the equipment. As soon as the vc connected the patient to battery power, the power cable disconnect alarm occurred. The vc then exchanged the system controller with the patient's spare unit. This resolved the alarm. The wife also mentioned that the patient had fallen twice in the previous week and was evaluated at a local hospital. The patient experienced additional alarms on the morning of (B)(6) 2020. The patient's wife called emergency medical services (ems) to transport the patient to the hospital. The vc spoke with ems personnel, and they reported that the lvas lost power just prior to departing the patient's home and the patient was immediately connected to the mpu. The patient has a history of percutaneous lead fracture. It was additionally noted that one of the batteries that the patient had been using had a fluid leak and signs of damage from possible sparking on the electrical contacts. The patient was left on battery power overnight in order to monitor for recurrence of the power cable disconnect alarms. None were noted the following morning. The vc reported that this supported that possibility that the alarms the patient experienced prior to coming to the hospital were the result of a battery that shorted out after the patient got urine on the battery/clip while it was providing power to the vad.